Event description:
It was reported that the patient had a zit near their incision and started to pick at it. It turned into an infection at the pump pocket. The event occurred approximately 2015-(B)(6), event occurred "post-op." The complete pump explant occurred on 2015-(B)(6). Patient's status at the time of event was "alive-no injury." The pump system was delivering gablofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported it was unknown if perioperative antibiotics were administered. The diagnosis date of the infection was (B)(6) 2015. The patient did not have meningitis. The signs and symptoms of infection included: redness, swelling, drainage, pain, and incisional wound opening. The device pocket was cultured and positive for staphylococcal aureus. Treatments of intravenous antibiotics and total device system explant were performed. The patient was also hospitalized due to the infection. Furthermore, the patient was given medication to prevent withdrawal when the pump was explanted. The outcome of the patient was unknown. The patient exhibited the risk factor of diabetes prior to implant. The last refill date was (B)(6) 2015. The patient was also taking oxycodone, baclofen, and valium at the time of the event. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2015-(B)(6), product type: catheter. (B)(4).